Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (battery is unable to charge) has been confirmed. Upon evaluation, the battery pack was found to have a bent pin in the connector. Pin 3 was bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective battery. The patient received a replacement battery pack.

Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient was having problems charging one of his battery packs. The patient was provided with a replacement battery pack.